Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
This report pertains to the first of three devices used during the same procedure on (B)(6) 2015 . Refer to manufacturer report # 3005099803-2015-02890 and 3005099803-2015-02891 for the other associated device information. It was reported to boston scientific corporation that three snares were used in the sigmoid during colonoscopy with polyp removal procedure. According to the complainant, during the procedure, the snare failed to cut the polyp. A second and third sensation snare were used and encountered the same issue. A fourth sensation snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.